Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vein side. A 3.5-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, during first inflation, the balloon did not inflate and pinhole ruptured was noted. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted within the balloon which is evidence of a device leak. The device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak, located at the distal end of the distal markerband. The balloon material was visually and microscopically examined and no issues were noted that could have contributed to the damage identified. No issues or any damage was noted along the shaft that could have contributed to the complaint incident. An examination of the markerbands and tip identified no issues that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vein side. A 3.5-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, during first inflation, the balloon did not inflate and pinhole ruptured was noted. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.